Event description:
The user facility reported that, upon withdrawing the radifocus guidewire m during a procedure, there was a bump on the guidewire's surface and a portion of the urethane coating had peeled off. Reportedly there was no harm to the patient, however no additional event details have been provided by the user facility.

Manufacturer narrative:
The actual device was returned and evaluated. Visual inspection confirmed that the urethane coat had been separated approximately 405mm from the distal end of the wire, peeled off, and rolled back over the wire in the distal direction (182mm from the distal end of the wire). As a result, the core wire was exposed approximately 334mm - 405mm from the distal end. Magnifying and electron microscopic inspections of the segment approximately 405mm from the distal end revealed that the separated cross section of the urethane coat had been elongated and whitened suggesting that the actual sample had been subjected to tensile force. Creases were also noted which suggests that the urethane coat was ripped and stretch and then the stretched portion shrank. Abrasions were also found at approximately 410mm from the distal end of the wire. Magnifying and electron microscopic inspections of the segment around 182mm from the distal end of the wire found that the urethane coat, approximately 5mm in length, had been rolled back again over the wire in the proximal direction where abrasions were noted and the rolled back portion was partially ripped. It was also noted that the abrasions were generated in the distal direction from the proximal. This suggests that the actual sample was subjected to an external abrading force and frictional forces during withdrawal. Further inspection showed there was no anomaly that would cause the separation of the urethane layer. The outside diameter on the undamaged portion of wire was measured and the adhesive level was inspected. Both and confirmed to meet product specifications and comparable to that of current product. A review of the device history and shipping inspection records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Based on investigation findings, there is no indication that this event was related to a device defect or malfunction. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).